Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
Customer called to report that there was a crack on the pump and that yesterday it stopped working. Critical error - bolus stopped. No troubleshooting performed and blood glucose is reported as 9.2 mmol/l. No further information reported.